Event description:
It was reported that the external pulse generator (epg) could not power on. It was further reported by the engineer there was a problem with the mainboard. The epg was repaired. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.